Manufacturer narrative:
The incident was not related to the eversense device. A review of the user's data confirmed the user is currently using the system with up to date information.

Event description:
The user reported being hospitalized after cutting their finger with garden scissors, an event that occurred sometime in autumn 2024. The injury resulted in a simple cut, and the user was feeling fine at the time customer care spoke with them. The incident was not related to diabetes or glucose measurements.